Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported screw was broken at the screw head when the surgeon tightened the screw. Broken piece of the screw was remained in the patient¿s bone. No further information, whether there is the delay in the surgery. This report is 1 of 1.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition this DHR is for sterilization procedure only. This complaint is not related to sterilization procedure. For manufacturing DHR please review: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: only a broken off portion of the screw head of the complained implant was received for investigation. Because of the damage we are not able to confirm if the received material matches to the article and lot number indicated in the device report. Due to the damage the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The listed article and lot number was given on the device report. The DHR review was conducted using the available information. Investigation methods/evaluation results. Visual investigation / because of the damage we are not able to confirm if the received material matches to the article and lot number indicated in the device report. DHR review / no findings. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.